Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been in a car accident and required surgery on their neck and spine. During the surgery a lead integrity alert (lia) triggered due to short v-v intervals and non-sustained episodes of oversensing with noise. The recorded episodes were consistent with cautery noise and electromagnetic interference due to the surgery is suspected. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.